Event description:
It was reported that a jinro pigtail nephrostomy catheter sets was used in a percutaneous nephrostomy procedure. Reportedly, the catheter came off at the connector side and remained inside the patient. However, it was removed afterwards, and the procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0401 captures the reportable investigation results of catheter break.